Manufacturer narrative:
The complaint was escalated for technical complaint investigation and the results indicate that there was a hv capacitor is leaky, which caused the self-test failures. Device functioned to supply therapy as expected per design. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available and the testing conducted, the cause of the reported problem was a leaky c84 component. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.